Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized on (B)(6) 2017 due to low blood glucose. The caller stated that at the time of the incident the customer was not waking up. When they checked the blood glucose he was about 44 mg/dl to 45 mg/dl. The parent tried giving the customer juice. The customer had a seizure. The customer was taken to the hospital by the paramedics. The customer was released within hours. The customer¿s current blood glucose was 150 mg/dl. They were unsure if the customer was wearing the insulin pump at the time of hospitalization. The customer had been experiencing low blood glucose with their infusion sets. They had gone through the recall to determine if their infusion sets needed to be replaced. The insulin pump will not be returned for analysis.